Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 25th february 2009 and weekly self-tests up to the 8th november 2009. Multiple manual power ups of 10 minutes duration were observed in the device memory between the 13th november 2009 and the last log entry on the 16th may 2016. The pad-pak became depleted during this time and further pad-paks were installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Upon visual inspection of the returned device corrosion was observed on the contact collars and the rear labels appeared blistered and discoloured. This would indicate storage in adverse conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.